Manufacturer narrative:
Additional contact information: molly vitangeli rn, pahaeteam@express-scripts.com

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump alarmed with no message displayed. Per reporter alarm resolved when a new cassette was placed. No adverse patient effects were reported. Per reporter no further details were provided.